Manufacturer narrative:
Concomitant product: mcl19 (lot # 121201) - manufacturing date: december 2012. (B)(4). Two devices (cev525m and mcl19) were returned for evaluation. Evaluation results are below. The handle on the device (forceps cev525m fenestrated 20mm jaws) is jammed and difficult to action. The sheathing is damaged and presents some traces of impact. The handle jamming is due to a lack of regular lubrication. The sheathing has been probably damaged after some shocks or abrasion during the use or reprocessing. The flush port on the returned device (forceps mcl19 left bouchayer heart) was dismantled. The laser welding assembly was not performed properly during manufacturing causing this malfunction in the device. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi (B)(4) was opened to address these issues. (B)(4).

Event description:
Two devices (cev525m and mcl19) were returned to mxi for service and repair. There was no reported patient impact.